Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Event description:
It was reported that that the patient experienced an allergic reaction on the arm while wearing the pod between 37 and 48 hours. The pod did not adhere to the skin and a new pod was applied.